Event description:
It was reported that the device alarmed and shut down during patient use. The device was immediately replaced. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.